Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with nausea, vomiting and a high blood glucose reading of 459 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Found that the customer only inserts in the abdomen area, and sometimes has blood. Advised to speak with her healthcare professional about inserting in different areas. Nothing further was reported.